Event description:
It was reported that the patient expired with the cause of death unknown. There was no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to delay in receiving paperwork.